Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419688 lead, implanted: (B)(6) 2011, 694765 lead implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) triggered elective replacement indicator (eri). The patient was "upset that it did not last longer." The device remains in use, but is scheduled to be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed. The device met 97% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
The device has been explanted and replaced.